Manufacturer narrative:
Apoc incident #: (B)(4). The investigation was completed on 06/26/2019. A review of the device history record (DHR) confirmed that the cartridge lot passed release specifications. Retained and returned cartridge testing of pt/inr cartridge lot t18357 met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ad (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for pt/inr cartridge lot t18357.

Manufacturer narrative:
(B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2019, abbott point of care was contacted by a customer regarding I-stat pt/inr cartridges that yielded a suspected discrepant pt/inr result of 4.5 on a (B)(6) male patient. There was no additional patient information available at the time of this report. Return product is available for investigation. (B)(6). There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.